Event description:
Healthcare professional reported left side device removal for unspecified reason. Healthcare professional additionally reported rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the analysis grid the following observations identified: wear abrasion and crease fold observed on the device. Observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec). No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.